Manufacturer narrative:
Analysis found the complaint was confirmed, due to twisted connector. Replaced top and bottom boards and updated design specific ations. The item was run in for 24 hours. The item was tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a nerve monitoring device pre amplifier stopped working with no known cause during the procedure. There was no known patient impact.